Manufacturer narrative:
(B)(4).

Event description:
It was reported the asymptomatic patient presented to the clinic for a routine follow up. Upon interrogation, the patient's leads exhibited low impedances as well as noise. No intervention was reported, and the patient is reportedly in good condition.

Manufacturer narrative:
External insulation abrasion was noted at 10.3-10.5cm from the connector pin, consistent with lead friction to the ICD can. The etfe coating was abraded at this location. This is consistent with the observation from the field of low pacing lead impedance and noise.

Event description:
New information received notes that the the atrial lead continued to exhibit noise and low impedance. The lead was explanted. Patient was in good condition.